Event description:
It was reported by service report that the frame of the bed was damaged. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
The bent litter frame is not repairable. Bed needs to be replaced.